Manufacturer narrative:
Product investigation complete. The occlusive cuff was visually and microscopically examined. There was a pinhole leak in the cuff shell. The cuff was not functionally tested due to the pinhole. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision surgery involving an artificial urinary sphincter (aus) in which the existing device was removed and a new aus was implanted. During the procedure fluid leak was detected in the cuff of the system. The patient did not experience any complications and was said to be fine after the procedure. No more information available at the moment. Should additional pertinent information become available, it will be provided. It was further reported that the patient was no longer continent leading to the procedure. It was stated there was no leak on the device an that the physician suspected erosion under the previous cuff rendered it ineffective. Th new cuff was placed in virgin tissue. No more information available through physician. Should pertinent additional information become available, it will be provided. Additional information was received in which fluid leak was indicated as reason for revision. No more information available at the moment. Should pertinent additional information become available, it will be provided. Product investigation complete. The occlusive cuff was visually and microscopically examined. There was a pinhole leak in the cuff shell. The cuff was not functionally tested due to the pinhole. No more information available at the moment. Should additional information become available, it will be provided.

Event description:
It was reported that the patient underwent a revision surgery involving an artificial urinary sphincter (aus) in which the existing device was removed and a new aus was implanted. During the procedure fluid leak was detected in the cuff of the system. The patient did not experience any complications and was said to be fine after the procedure. No more information available at the moment. Should additional pertinent information become available, it will be provided. It was further reported that the patient was no longer continent leading to the procedure. It was stated there was no leak on the device an that the physician suspected erosion under the previous cuff rendered it ineffective. Th new cuff was placed in virgin tissue. No more information available through physician. Should pertinent additional information become available, it will be provided. Additional information was received in which fluid leak was indicated as reason for revision. No more information available at the moment. Should pertinent additional information become available, it will be provided.